Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. Additional reporter: (B)(6).

Event description:
An incident involving a chemoclave vented bag spike reported that the chemo drug couldn¿t drip. The event occurred during infusion, and the drug used was mavsi. There was patient involvement, but no delay in critical therapy and no adverse event or patient harm.

Manufacturer narrative:
Investigation summary: one (1) used. List #ch-14 was returned for evaluation. As received, the seal was observed to be stuck inside the clave, no additional damage or anomalies were observed. No mating device was returned for evaluation. The set was primed and no flow was noted and occlusion was noted. The clave was dissembled and crushed spike and small tear at the side were noted. Complaint of no flow/cant prime can be confirmed. The probable cause is unknown. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.